Event description:
Pt alleges receiving breast implants on 10/7/82. Pt also alleges on 9/15/93 she developed hardening. Physician states the pt has tenderness, hardness and possible rupture of silicone prosthesis.